Event description:
Per the clinic, the patient experienced erythema and irritation around the implant site, leading to device non-use. There are plans to explant the device, but it is unknown in this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.